Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter allegedly failed the preoperative patency test. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. This instruction for use warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Do not use the catheter if there is any evidence of mechanical damage or leaking. Cautions, when tunneling, the catheter must not be forced. Do not grasp the catheter with any instrument that might sever or damage the catheter. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. If a catheter or connection is damaged during or after surgery, immediately clamp the catheter with an atraumatic catheter clamp or kink and tape it. H10: b5, d4 (expiry date: 01/2024), g3, h6 (method) h11: h6 (device) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiry date: 01/2024.

Event description:
It was reported that prior to catheter placement procedure, catheter allegedly failed the preoperative patency test. There was no patient contact.